Manufacturer narrative:
The 2af283 balloon catheter with lot 94904 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 applications on the event date. The catheter failed the performance test due to a double balloon breach. It was not possible to further investigate the temperature issues and the long thawing phase since the catheter was damaged upon reception. In conclusion, the balloon catheter failed the returned product inspection due to the double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.